Event description:
A caller reported multiple alarms, specifically alarm 2 and alarm 26, without any occlusion event occurring earlier that day. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer addressed the issue by changing the infusion set and cartridge, then resuming insulin therapy. Frequent occlusion issues were noted, and a follow-up for additional assistance was requested.